Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting the instruments to send out for surgery the tasps were discovered broken. There was no patient involvement and the event did not occur during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and the post feature has fractured off . All pieces were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.